Event description:
It was reported that there was a preloaded intraocular lens (iol) that "failed." Through follow up it was learned that on (B)(6) 2022 the lens was faulty. No further details were provided regarding the fault. The issue was discovered during implantation and the iol was removed and replaced during the same procedure. Account indicated that this caused a five minute delay in the operation. No medical intervention or medication was necessary as a result. The patient has reportedly fully recovered. No further information was provided.

Manufacturer narrative:
Per regulation EU (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain additional information regarding the complaint; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: additional information was received which clarified the initially reported issue. The lens was stuck in the cartridge and no removal and replacement occurred. Surgery was completed with another intraocular lens (iol). No further details were provided. Therefore, this complaint is no longer considered a reportable event. No further information will be submitted under manufacturing report number. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was determined that section g3 date received by manufacturer in follow-up #1 should have been populated with april 26, 2022. This is the correct date that we became aware of the information provided in follow-up #1 where additional information was received which changed the initially reported event to be no longer considered reportable. No further information will be submitted under manufacturing report number 3012236936-2022-01059. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.